Event description:
It was reported that during a percutaneous coronary intervention difficulty removing occurred. The 100% stenosed lesion being treated was located in the severely tortuous left circumflex artery (lcx). The physician implanted a 3.x38mm promus element stent in the distal lcx to posterior descending artery. Then a 2.5x20mm promus element stent was implanted in the distal lcx to posterolateral branch. The physician advanced an atlantis sr pro imaging catheter to perform intravascular ultrasound. While imaging the lesion, resistance was noted in the distal lcx and the catheter was unable to move. The guide wire was exchanged and a non-bsc balloon catheter was advanced to the target lesion. The balloon was inflated near the imaging catheter transducer and the image was lost. The imaging catheter was successfully removed. Another atlantis sr pro catheter was used to complete the procedure. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention difficulty removing occurred. The 100% stenosed lesion being treated was located in the severely tortuous left circumflex artery (lcx). The physician implanted a 3.x38mm promus element stent in the distal lcx to posterior descending artery. Then a 2.5x20mm promus element stent was implanted in the distal lcx to posterolateral branch. The physician advanced an atlantis sr pro imaging catheter to perform intravascular ultrasound. While imaging the lesion, resistance was noted in the distal lcx and the catheter was unable to move. The guide wire was exchanged and a non-bsc balloon catheter was advanced to the target lesion. The balloon was inflated near the imaging catheter transducer and the image was lost. The imaging catheter was successfully removed. Another atlantis sr pro catheter was used to complete the procedure. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. The following was observed: the two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging core wind up in the hub and telescope assembly was observed during visual analysis. The telescope assembly was not able to properly pullback, advance, and retract due to imaging core wind up. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).